Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of approximately 300 mg/dl, with small ketones. The bg level was addressed with changing pump supplies and delivering a bolus, and the ketones were treated with insulin. Reportedly the customer's bg levels came down to 270 mg/dl. The cause of the high bg was unknown, and the customer declined to perform any further troubleshooting with tandem technical support regarding the high bg. In addition the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Reportedly, the customer had manual insulin injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged cartridge alarm 19 was verified. In addition, the alleged high blood glucose level issue was verified and a different issue was identified.